Manufacturer narrative:
Additional information - device was received on (B)(4) 2012. The delivery system was returned to edwards for evaluation. Visual, dimensional and functional analysis was conducted on the returned device. The returned delivery system was prepped per the instructions for use (IFU) with water to confirm the reported event. Water immediately started leaking at the nosecone component area and the device was unable to hold pressure. The area where the leak was identified was magnified in order to locate the presence of any defects. The cause of the leak appeared to be a small tear on the balloon wall near the distal laser bond, and when magnified appeared to be mechanical damage instead of a pin hole burst of the balloon. The double wall thickness was measured and met specification. A device history records (DHR) and a lot history review showed that the device passed leak testing during manufacturing. The complaint of a leak was confirmed due to a small tear on the balloon identified during evaluation, but no manufacturing non-conformities were found in the returned sample. In this particular case, the root cause for the small balloon tear is unknown; however, the visual examination of the returned sample suggests that the failure may have been caused by a mishandling of the device. Furthermore, due to manufacturing processes it unlikely that the mishandling occurred during device manufacturing.. A review of complaint history for month of february 2012 did not reveal that occurrence rate exceeds control limits for this failure mode. Trending for this issue will continue to be monitored. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required at this time.

Event description:
Per report, the customer noticed the delivery system balloon leaking during preparation of the device. The device was not used in the patient.

Manufacturer narrative:
Investigation is ongoing.